Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a drug eluting stenting treatment procedure, the stent could not cross the lesion. The vascular access site was femoral. The 85% stenosed target lesion was located in the moderately tortuous distal left anterior descending (lad) artery. The lesion length was 36mm and the reference vessel diameter was 3.0mm. The physician dilated the lesion with an unspecified 2.0x20mm balloon and then attempted to cross the lesion several times with a taxus liberte' 3.0x38mm stent but was unsuccessful. The stent delivery system was withdrawn from the patient. The lesion was dilated again and then two unspecified shorter stents (3.0x16mm and 3.0x24mm) were used to complete the procedure. No patient complications were reported and the patient status is reported as stable. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was proximal stent damage and tip damage. The stent had the first four rows of struts at the proximal end damaged and extending back up to 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).